Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from november 2011 to april 2012. For this reason, the first day of the reported study period (01-nov 2011) was used as the occurrence date. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, and bleeding are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Vascular complications are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. A post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the vascular complication could not be determined with the limited information provided by the authors. The authors did not specify to which of the devices used during the tavr procedure these events were associated. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the article ¿use of transaortic, transapical, and transcarotid transcatheter aortic valve replacement in inoperable patients¿, a single center retrospective study was performed from november 2011 to april 2012 "I" which the tavr procedure were performed in 44 patients with sapien transcatheter aortic valves (23 or 26mm). During the study period, five (5) patient¿s had vascular complications. Vascular complications were defined as events requiring immediate or delayed vascular operations or leading to hospital death. Additional information was not reported. This complaint represents 1 of the 5 patients. Reference: thourani vh, gunter rl, neravetla s, block p, guyton ra, kilgo p, lerakis s, devireddy c, leshnower b, mavromatis k, stewart j. "Use of transaortic, transapical, and transcarotid transcatheter aortic valve replacement in inoperable patients." The annals of thoracic surgery. 2013 oct 1; 96 (4): 1349-57.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-05470 and 2015691-2018-05471.